Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in switzerland, during a transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia (s3ur) valve, the commander delivery system balloon ruptured when it was approximately 80% expanded during valve deployment. The delivery system and esheath+ were removed, and a post-dilation was subsequently performed with a 22 mm balloon. There was no reported patient injury, and the patient was in stable condition. The root cause of the event was reported to be related to calcification spikes at the native aortic annulus. Imagery was received for evaluation. Per imaging evaluation, the delivery system balloon burst radially and longitudinally.